Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Patient revised due to collapsed tibia. During revision, the surgeon knowingly mismatched the tibial insert to the femur. Surgeon satisfied with outcome.